Event description:
It was initially reported that pt was going to have a prophylactic replacement of his generator. Further info from the surgeon received indicated that the generator was replaced due to end-of-service (eos). Explanted generator was returned to MFR for product analysis and the eos condition was confirmed. However, the caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, a resistor (a selectable value resistor) could have been more optimally chosen. The out-of-limit pulsing current could potentially be a contributing factor to the eos, however, results of the battery longevity prediction confirm that the eos condition was an expected event. No further anomalies were observed.